Event description:
It was reported that the patient experienced hypotension, dizziness and bradycardia. It was also reported that the implantable pulse generator (ipg) paced below the lower pacing rate. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.